Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. Device also had cracked lcd window, cracked case at display window corners and broken belt clip slot. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was at the gym and while being on the treadmill, the insulin pump and the screen cracked. Mother stated that the screen is completely cracked beyond being able to read the display. Blood glucose value was 205 mg/dl. The insulin pump was replaced and returned for analysis.